Event description:
Pt having nastectomy. Bipolar forceps on field near selpi gelpi touching pt's left arm. No physician was using bipolar. Monooplar pencil being used where or team detected burning like smell. Surgeon detected 1.5 x 2 cm burn in pt left arm. Area excised and sutured.